Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unwrapped outer packaging of the said 35 patella, opened boxed, opened sealed sterilized packaging to find it empty. No implant inside. The patient was on the table longer than necessary whilst we sourced another implant of the same size as all cuts had been made. Delay to surgery - 20 minutes.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.